Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2021. During the procedure the physician noted that the right ventricular lead appeared to be kinked due to the previous placement in the device pocket. The physician stated it was an issue of poor placement rather than lead fault. The lead was capped and replaced. The patient was in stable condition.